Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a request for review of a remote monitor transmission was received. The patient was "coding" due to ventricular tachycardia (vt)/ ventricular fibrillation (vf) and there was possible loss of biventricular capture on the current electrogram. It was further noted there was double counting of the intrinsic r waves and the patient received high voltage therapy due to double counting as the ventricular rate was below detection programming. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.